Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the patient death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 2. After the procedure, the patient was in the process of being extubated and woken up when their oxygen saturation and blood pressure began dropping. The anesthesiologist and physician were immediately contacted, and a non-abbott balloon pump and impella ventricular support system device were used in an attempt to treat the patient; however, the patient expired. In the physicians opinion, the patient death is not related to the mitraclip device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on this information, a definitive cause for hypotension cannot be determined. The reported patient death may possibly be related to the procedural circumstances in conjunction with patient pathology/morphology however that could not be confirmed. The reported patient effects of hypotension and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.